Event description:
It was reported that the customer received a button alarm. It could not be confirmed if anything was pressing on the button alarm. There was no reported impact to customer's blood glucose; however, the customer was hospitalized due to ketoacidosis. Reportedly, the customer was not receiving insulin and failed to correct with insulin pens. No additional information on type of treatment and hospitalization details were available. The pump was replaced to address the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.